Manufacturer narrative:
The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the eccentrically calcified left common femoral artery was achieved with a proglide device using the pre-close technique via a 6f sheath prior to a percutaneous coronary intervention (pci) with impella support. Reportedly, the first suture placed successfully. After performing steps 1-4 with no issue for the second proglide device, there was trouble removing the proglide. Fluoroscopy was performed and showed the device had kinked. The vessel was incised to remove the proglide device. The proglide was found separated, yet, held together in one piece. The pci procedure was aborted. Hemostasis was achieved with surgical suturing. There was a clinically significant delay and hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported device kink and break were confirmed. The reported ¿trouble removing the device¿ could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.